Event description:
It was reported that the colonovideoscope had communication error and picture keeps going in and out. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.